Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, the air in the balloon leaked and the trocar came off. Opened another to complete the case. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. No pt info is available.

Manufacturer narrative:
(B)(4).